Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-00319.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Minimum luminal access diameter (mld) for a 16f esheath is 6.0mm. In this case, the patient¿s mld was 6.0mm with moderate calcification and mild tortuosity. Peripheral artery stenosis was observed post suturing and closure. It is possible that the above mentioned patient factors, in addition to procedural factors contributed to the event. There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a vascular complication occurred requiring surgically intervention. Preoperatively, the patient had poor palpable pulse in lower extremities, first degree atrioventricular (av) block and occasional complete right bundle brunch block (crbbb). Percutaneous puncture access was obtained on the bifurcation of common femoral artery (cfa). No resistance was felt when a 16fr retroflex dilator was inserted, or when the 16fr sheath was inserted. A delivery system was also inserted without resistance. Post valve deployment, digital subtraction angiography (dsa) was performed and the access site was sutured. After 5 minutes, the area around the access site discolored. Since the dorsal artery of foot was impalpable and was not captured with doppler, a sheath was inserted into the contralateral lower extremity of the access site and angiography of lower extremity was performed by a crossover approach. A stenosis of puncture site was revealed. A percutaneous transluminal angioplasty (pta) was performed. Post pta, angiography confirmed the stenosis disappeared and the dorsal artery pulse became palpable, pta was terminated. However, the blood flow of the lower extremity became poor again after closure. The access site was surgically repaired, and the blood flow was improved. The patient¿s access vessel minimum luminal diameter (mld) measured 6.0 mm with mild tortuosity and moderate calcification.